Manufacturer narrative:
The pump had no button error alarm during testing. However, the pump had an intermittent button response due to the corroded keypad traces. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, and a stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 249 mg/dl at the time of the incident. Customer was trying to get ready for her daughter's party. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.